Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
During incoming inspection it was noticed that the packaging contained black specks. There was no patient involvement. No additional information is known at this time.

Event description:
No additional information received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event is confirmed. As visual inspection of the returned product identified black colored debris under the label that is affixed on the tubing. DHR was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to operator error during the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.